Manufacturer narrative:
(B)(4). The hospital said they would not release the device for analysis due to their own policies and procedures. Information of this event was reported to the company by a user facility. This report was generated in response to an FDA inquiry where the user facility sent a 3500a form to the FDA. Atricure does not believe this issue warrants an MDR. Device not returned for evaluation, another oll2 from a similar lot # was evaluated and performance met specifications.

Event description:
During the initial procedure on (B)(6) 2010, an isolator synergy oll2 device was used. During a procedure, the device was not reading properly when connected to the generator, the energy would not reach proper levels for function. A new disposable isolator synergy device was opened and functioned properly without further issue. There was no patient or user consequence.